Event description:
The customer reported the unit failed to generate an audible alarm when an alarm condition was present. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).